Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2019. Date of issue and sensor insertion is an approximation. The patient reported that when he removed the sensor on (B)(6) 2019, some skin came off with the sensor pod creating a hole the size of a pencil lead and he started bleeding from the hole. He packed the site with facial tissue, gauze, applied pressure and a cold pack. Because he takes anticoagulants, he was still bleeding after six hours. He went to the emergency department for evaluation where topical skin adhesive was applied to the hole and the site was covered with a bandage. At the time of contact, the patient was doing fine. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.